Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the device evaluation found another reportable malfunction- no image was displayed. Based on the results of the investigation, the issue was attributed to corrosion of the video connector plug, however, a definitive root cause for the corrosion could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed an error 226. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.